Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including debug and final testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log for the event date of july 2nd showed no activity. Review of the device log around the reported date showed no critical error that would stop the device from ventilating. No trend is associated with reports of this type.